Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the piston passed on the side of the implant and then the implant remained stuck in the incision. There was no consequences on the surgery but the surgeon had to remove the implant stuck in the edge and re-implant it with a company injector. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).